Event description:
The epiq cvx ultrasound system was associated with a patient death event. It was reported, during a scan, the system restarted, during this time the patient passed away and was unable to be revived. No other clinical information or medical intervention was reported. At this time there is insufficient information within the event description to determine if the device caused or contributed to the reported event. Additional information is requested for further clarification and assessment of the customer¿s alleged harm(s) and will be included in a follow-up report.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a technical and clinical evaluation of this event. Log analysis entries were consistent with the user inadvertently pressing the sleep mode and there were no errors around these actions, supporting the issue was caused by user error. A change request / enhancement request has been initiated to add the option to add a pop-up window when the sleep button is pressed to ensure the customer intends to put the system to sleep and is aware that the sleep function has been activated. The engineering team determined the system was performing as designed. The system is safe and effective for its intended use. **note: the 'date received by mfg' (become aware date) was inadvertently left blank on the initial emdr. The become aware date is 06/04/2024.